Event description:
It was reported initially that the doctor explanted the intraocular lens (iol) due to a mechanical malfunction. It was stated that the doctor implanted a 19.0 diopter replacement iol. In follow-up it was stated that the patient had previous lasik and radial keratotomy (rk) and that with this type of patient it is a little harder to judge which diopter will work best. She said that an ocular response analyzer (ora) examination was done on the patient and found that it was 5.0 diopters off for the patient. Therefore a 19.0 diopter lens of the same model was the replacement lens. Follow-up with the surgeon indicated that it was not an actual lens problem, but the patient's previous history that contributed to the lens having to be exchanged. The patient is doing fine post exchange.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. On visual examination the lens was observed cut in two (2) parts. Loose particles were observed on the lens optic body compatible with handling the lens. The condition observed in the lens received was consistent with a lens that had been explanted. There was no evidence to suggest any fault on the lens or manufacture of the lens. Lens was cut due to explant of the lens in a secondary procedure. A device problem was not indicated. The investigation results did not suggest that the complaint lens reported was affected by the manufacturing process. The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.